Event description:
It was reported that software programming issues led to revision surgery. No further information provided.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation, therefore product analysis could not be performed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.